Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Another device was used. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, four photos of the printed activity log were provided for review. Review of the log showed repeated "poor pad contact" messages followed by multiple "shock" button presses with no discharges recorded. This message occurs when electrodes are not properly attached or connected to the patient, and the device will not deliver a shock in this state. Based on this limited investigation, no fault could be found. No trend is associated with reports of this type.